Event description:
The customer reported filament regulator failure, no images, and intermittent collimator closure; rebooting allows case to resume.

Manufacturer narrative:
The svc rep asked customer to allow system to charge batteries until svc arrival. Upon arrival, booted system, fluoro with no errors. Performed battery load test, 174 vdc good, expected >160vdc, tested, passed and used esd procedure to place ffb on extender bd. Checked socketed chips, u36 was not fully seated, corrected same; and 5v tp measures 5.1 vdc, ok. Did not duplicate regulator failure. Retrieved error logs for examination and returned c-arm to department. Error coder displayed.